Event description:
I am writing about the childproof packaging on hearing aid batteries. I am 78 and have arthritis in my hands. Batteries do not come with understandable instructions, just a1/2"x1/4" drawing and the words "cut to open". Ha! The plastic is national aeronautics and space administration (nasa) grade. I've watched youtube videos. Apparently people have surgical grade scissors and young hands. I have neither. I suspect the childproof packaging can be opened by children at the (B)(6) school for the hearing impaired. Not by me. Read the reddit comments. Even with very sharp wire cutters I cannot open the package. I am waiting for my 13 year old grandson to come over and try. Fairly sure he won't try to eat them. What do seniors do if they do not have strong hands or young relatives? Prescriptions can be given in non-childproof bottles if you ask. Hearing aid batteries do not have that option. Just wait til you are old and have a hearing loss! Seriously, please fix this issue. These batteries are not poisonous if swallowed. Large button batteries may be. Fix this problem, please. Get manufactures to offer rebates and new packaging. I order them by the box, use 6-8 a week and they are not cheap. Thank you. Ps your selections do not include "childproof packaging" powermax USA. No known medical conditions, but if I can't use hearing aids I'm going to be very angry. Then I will have high blood pressure.